Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for bacterial peritonitis. Hospital course unknown. Treatment details are unknown. Follow up was attempted but was unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Medical records were received and reviewed. The patient was diagnosed with escheridia coli, extended-spectrum beta lactamases peritonitis, as evidenced by the positive peritoneal effluent fluid cultures and cell counts. The patient was treated with intravenous gentamycin 60 mg q m,w,f, and intravenous entrapenem 500 mg daily. The patient¿s symptoms improved greatly. The medical records indicate the symptomatology was in some degree of fluid overload. The patient¿s dialysate prescription was adjusted to 2.5% dextrose solution. The patient¿s preexisting prescription was unknown. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. A temporal relationship exists between ccpd therapy on the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of abdominal pain, cloudy effluent, fluid overload and subsequent diagnosis of peritonitis which required hospitalization and antibiotic therapy. However, there is no objective evidence that indicates the liberty cycler malfunctioned or did not meet performance expectations causing or contributing to the patient¿s adverse event. Additionally there is no allegation the liberty cycler did not perform as intended. The etiology of the patient¿s cloudy effluent and abdominal pain can reasonably be attributed to the underlying peritonitis; however the etiology of the peritonitis is unknown. The etiology of the fluid volume overload is also unknown. Should additional new information be made available this clinical investigation will be reevaluated.